Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0414 captures the reportable investigation results of balloon torn. Block h11: the returned cre pro gi dilatation balloon was analyzed, and a visual evaluation and microscopic inspection noted that the balloon was torn. No other problems with the device were noted. The product analysis of the returned device revealed that the balloon was torn that makes the balloon unable to inflate. These conditions could have been generated due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the problem found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous the procedure could create friction on the balloon. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was attempted to be used during a procedure performed on an unknown date. It was reported that the balloon did not inflate. The procedure was completed with another of the same device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon torn. Please see block h11 for full investigation details.